Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approx 20 days post placement of a 10 mm x 60 mm rx wallstent permalume stent in the distal common bile duct (cbd), the pt experienced pain and nausea during stent indwell. The pt was diagnosed with stent occlusion and migration and underwent a second procedure for stent removal. During the procedure, the physician noted that the stent had migrated to the duodenum. The migration event was assessed as serious, moderate in severity, and definitely related to the device. The stent was removed utilizing a snare device and a second, unspecified, stent was placed in addition to a plastic stent placed in the gallbladder. The pt's condition resolved with stent removal and placement of the second stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed.